Event description:
It was reported that before an unknown procedure, on opening the sterile packet it was noted- that excessive lubricant or other "greasy like" substance was present at and around the plastic sleeve covering the articulation joint. The substance was grossly visible and varied in amounts but always there was a trail or droplets of "greasy moisture". It was more than expected and scrub nurse, surgeon and nurse manager were unhappy to use this without confirmation that it was lubricant that was patient safe and sterile. After inspecting several staplers and opening several - they all appeared to have visible oily. Substance was at or around the articulation joint and down to the jaws of device. After several hours of being unsatisfied that the substance identified was a normal amount of sterile lube it was decided to evaluate a straight device as the patient had been anesthetized and vessels "severed" in prep for stomach resection. The choice to not use an straight was made by surgeon due to difficult access on this patient eventually the surgeon decided to use articulating stapler despite it having evidence of excessive moisture/lube because he felt it was the safest and only option. The patient needed his stomach resected and had by that time had in excess of three hours wait for a stapler- whilst under anesthetic. Total anesthetic time was approx. 6.5 hours. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The batch record was reviewed and no anomalies were noted during the manufacturing process. Additional follow up: in the event it states that the vessels were severed in prep. For the stomach resection? Does this mean the vessels were transected as part of the mobilization to do the stomach resection. Yes. Is it normal practice to put the patient under anesthesia prior to setting up for the case i.e. Opening the devices. Yes. It also states that the patient was under anesthesia for 6.5 hours. Did the patient suffer any adverse affects from being under anesthesia for that length of time? The adverse affects seem to be longer recovery time (1 extra day in hospital and extra discomfort in the hip area due to positioning whilst under anaesthetic- according to the surgeon) what is the patients current condition? Pt is recovering well. Essentially the surgeon and the account feel that if the IFU stated that varying levels of lubricant at the articulating joint were a normal or possible phenomenon then this situation could have been avoided. The analysis found that one sc60a device (d) was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No excessive lubricant was noted on the articulation join cover. It should be noted that a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier.